Manufacturer narrative:
Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was not using room temperature insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy. There was no adverse impact to customer's blood glucose.